Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.